Event description:
Mouen a. Khashab, 2012, cotton-huibregtse biliary stent set, predictors of early stent occlusion among plastic biliary stents. "The majority of conventional stents used were 7and 10 fr cotton¿huibregtse biliary stents (cook medical, winston-salem, nc). After stent placement, follow-up ercps were scheduled at 3-month intervals for exchange and upsizing of stents, if necessary. If patients presented with early stent occlusion prior to their scheduled procedures, ercp was performed to confirm early occlusion of the stent, exclude other causes of cholestasis, and, if indicated, exchange the stent. Early stent occlusion was defined as a worsening cholestatic liver test results of a severity sufficiently significant to warrant ercp with stent exchange prior to the planned stent exchange, or as symptoms of cholangitis. During the study period, 343 patients (mean age 59.3 years, range 20¿95 years, females 47.8 %) underwent 561 ercp procedures with placement of one or more plastic biliary stents. Stents were placed for benign indications in the majority (69.5 %) of procedures. The mean number of stents placed per procedure was 1.2 (range 1¿4), and the mean cumulative diameter of stents placed per procedure was 12 fr (range 7¿40 fr). In this study, early stent occlusion occurred in 73 (13 %) procedures, all of which resulted in unscheduled ercps having to be performed. The presenting symptom was cholangitis in 44 patients. In fact, among the patients enrolled in our study, early stent occlusion occurred in 13 % of the procedures. Difficulty in placing biliary stent(s) in desired positions may account for this result." This file will capture: stent occlusion resulting in cholangitis (44 patients) require intervention/additional procedures.

Manufacturer narrative:
Fge catheter, biliary, diagnostic biliary stent metal.